Event description:
Delay of vasopressor therapy during alarm condition reported. A pt was transferred to ICU for treatment of a blood pressure of 70/20's. While the nurse was attempting to start a dopamine drip of an unspecified dose, she rec'd door/cassette alarms. The nurse changed the tubing and rec'd no further alarms. The pt's blood pressure did not drop further while waiting for infusion to begin. No pt harm was reported.